Event description:
This imported toothbrush was sprayed and/or fumigated with pesticides in transit probably, to kill insects and/or insect larvae that have been destroying our trees and crops. My hand hurt when I touched the package. (I worked with plastics and have had multiple pesticide exposures, especially when in school). I am now chemically sensitive. The product was a gift from my dentist in 2009.